Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure two resolute onyx des was implanted. Approximately 1 day post index procedure the patient suffered an mi. No assessment was made by the sponsor or the investigator.